Event description:
The customer reported to olympus that the image disappears and reappears while using the video system center. It was reported that the issue has occurred with several endoeye devices with the same video system center. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that no proper image was displayed on the screen, but only color bars appeared caused by the a defective output locking lever, and the front panel was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not identified. However, it is likely that no proper image was displayed on the screen, but only the color bars were displayed due to faulty lock lever of the output socket. Olympus will continue to monitor field performance for this device.